Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. No pt injury was reported.

Event description:
The customer reported the left monitor will not display an image. No pt injury was reported.